Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 filter was deployed such that the apex was approximately 1 cm distal to the origin of the renal vein in a patient with conjunction or before bariatric procedure. A completion venogram showed the filter to be in the long access of the inferior vena cava. Approximately, two months of post deployment, attempted removal of inferior vena cava filter. Operative findings were a patent inferior vena cava without clots and angulated inferior vena cava filter. The right internal jugular vein was identified and punctured with the needle and a guide wire was then inserted into the inferior vena cava under fluoroscopic control. A sheath was then passed over the guide wire and a straight catheter was then inserted to pass the inferior vena caval filter and inferior vena caval venogram performed. The cava was noted to be free of clots; however, the filter was angulated anteriorly against the wall of the inferior vena cava. Multiple attempts were made to pass the retrieval cone over the filler; however, due to the angulation of the filter, the cone could not be placed over the apex of the filter. Attempts were then made using direction of catheters to pass the guide wire between the wall of the inferior vena cava and the apex of the filler on the side where the apex of the filter was adjacent to the wall. A guide wire: however, could not be passed between the filter and the wall and the filter could not be removed. After, thirteen days, computerized tomography abdomen and pelvis with contrast showed that inferior vena cava filter was present with its tip just above the confluence of the renal veins with the inferior vena cava. The superior tip of the filter was intimately related to the left anterolateral aspect of the wall of the inferior vena cava and was likely endothelialized. The left most leg of the filter lies within the left renal vein. Multiple right posterolateral legs of the filter project beyond the wall of the inferior vena cava, however, were not related to any surrounding structures. After, ten days the patient who was symptomatic with lower extremify pain after placement of a prophylactic inferior vena cava filter prior to bariatric surgery. The patient underwent an attempt at retrieval at another facility using standard technique without success in patient referred for inferior vena cava filter retrieval. Recent computerized tomography scan demonstrated the apex of the filter to be embedded in the inferior vena cava endothelium. Following ultrasound guidance puncture of the right internal jugular vein a 14 french vascular s passed over a guidewire into the inferior vena cava and following inferior vena cavography, a 5 - french multiple side hole curved catheter was introduced through the filter and into the left iliac vein. The 10 french retrieval sheath was advanced through the sheath to a level just above the filter. The cone was advanced through the sheath and was attempted to be positioned over the apex of the filter but as the apex was endothelialized the filter could not be captured. Therefore, the sheath was advanced over a curved catheter which was introduced through the filter struts and after removal of the catheter a rigid bronchoscopy forceps was introduced and used to attempt to dissect the apex free. This was repeated several times with reintroduction of the sheath to the apex of the filter and subsequent dissection with the forceps until the apex could be successfully grasped. Filter was then successfully pulled into the sheath and removed. Intervening cavography was then performed through the sheath which was unremarkable without evidence of extravasation or dissection into the inferior vena cava wall. The patient tolerated the procedure well. Therefore, the investigation is confirmed for the perforation of the inferior vena (ivc), malposition of the filter, and retrieval difficulties. However, the investigation is inconclusive for filter migration. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt, perforation and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this instructions for use. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - perforation or other acute or chronic damage of the ivc wall. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this instructions for use . Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter malposition - filter tilt the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position potential complications: procedures requiring percutaneous interventional h10: b7, g3, h6(device). H11: b3, g1, h6(patient, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately two months post vena cava filter deployment prior to gastric bypass surgery, during a retrieval procedure, the filter was discovered to be tilted with the apex embedded in the caval wall. Multiple devices were not able to retrieve the filter. The patient was hemodynamically stable at the conclusion of the procedure. A computed tomography scan performed approximately twelve days later, identified the filter to have migrated cephalad with its tip just above the confluence of the renal veins, and embedded in the left anterolateral wall of the cava. There was a filter limb within the left renal vein and multiple posterolateral limbs were projecting beyond the caval wall; however, there was no relation to any surrounding structures. Approximately three months post deployment, the patient presented for a second attempt at filter retrieval. Rigid bronchoscopy forceps were used to dissect the filter free from the caval wall and the filter was successfully retrieved. Post retrieval cavography was unremarkable, without evidence of extravasation or dissection into the ivc wall. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the morbidly obese patient was scheduled for placement of an inferior vena cava filter prior to bariatric surgery. The right groin was prepped and draped in a sterile fashion. Ultrasound was used to gain access into the right common femoral vein. An inferior vena cava venacavogram was performed showing the inferior vena cava to be of normal diameter without filling defects and the origin of the right renal vein to be at approximately the level of the l1-l2 interspace. A vena cava filter was then deployed such that the apex was approximately 1cm distal to the origin of the renal vein. A completion venogram showed the filter to be in the long access of the inferior vena cava. The introducer device was then removed and hemostasis was accomplished with compression at the access site. The patient was then transferred to the recovery room in stable condition. Approximately two months post placement, the patient presented for retrieval of the filter. The cava was noted to be free of clots; however, the filter was angulated anteriorly against the wall of the inferior vena cava. Multiple attempts were made to pass the retrieval cone over the filter. However, due to the angulation of the filter, the cone could not be placed over the apex of the filter. Attempts were then made using direction of catheters to pass the guide wire between the wall of the inferior vena cava and the apex of the filter on the side where the apex of the filter was adjacent to the wall. A guide wire could not be passed between the filter and the wall and the filter could not be removed. The introducer sheath and the guide wires were then removed and hemostasis accomplished with compression. The patient was then returned to the recovery room stable condition. A CT scan performed approximately twelve days later, identified the filter with its tip just above the confluence of the renal veins, and likely endothelialized into the left anterolateral wall of the cava. A left filter strut was within the left renal vein and multiple right posterolateral struts were projecting beyond the wall of the inferior vena cava; however, are not related to any surrounding structures. Approximately three months post deployment, the patient was symptomatic with lower extremity pain and presented for a second attempt at filter retrieval. A cone retrieval device was advanced to capture the apex of the filter which was endothelialized and could not be captured. Therefore, the sheath was advanced over a curved catheter which was introduced through the filter struts and after removal of the catheter rigid bronchoscopy forceps were introduced to dissect the apex free. Following multiple subsequent dissection with the forceps, the apex was successfully captured and the filter was retrieved. Cavography performed was unremarkable, without evidence of extravasation or dissection into the ivc wall. The patient tolerated the procedure well. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two months post placement, the patient presented for retrieval of the filter. The filter was noted to be angulated anteriorly against the wall of the inferior vena cava. Multiple attempts were made to pass the retrieval cone over the filter. However, due to the angulation of the filter, the cone could not be placed over the apex of the filter. A CT scan performed approximately twelve days later identified the filter with its tip just above the confluence of the renal veins, and likely endothelialized into the left anterolateral wall of the cava. A left filter strut was within the left renal vein and multiple right posterolateral struts were projecting beyond the wall of the inferior vena cava; however, are not related to any surrounding structures. Approximately three months post deployment, the patient was symptomatic with lower extremity pain and presented for a second attempt at filter retrieval. A cone retrieval device was advanced to capture the apex of the filter which was endothelialized and could not be captured. Rigid bronchoscopy forceps were introduced to dissect the apex free. Following multiple subsequent dissection with the forceps, the apex was successfully captured and the filter was retrieved. Based on the provided medical records, the investigation can be confirmed for migration of the filter, a tilted filter, perforation of the ivc wall, and difficulties removing the filter. Per the provided medical records, the filter was implanted in a morbidly obese patient prior to gastric bypass surgery. Per the instructions for use, the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Therefore, it is possible that the bariatric surgery performed affected the integrity of the filter and contributed to the reported issues. It is unknown whether the first retrieval attempt may have contributed to the limbs perforating the ivc wall. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - perforation or other acute or chronic damage of the ivc wall. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter malposition - filter tilt. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately two months post vena cava filter deployment prior to gastric bypass surgery, during a retrieval procedure, the filter was discovered to be tilted with the apex embedded in the caval wall. Multiple devices were not able to retrieve the filter. The patient was hemodynamically stable at the conclusion of the procedure. A CT scan performed approximately twelve days later, identified the filter to have migrated cephelad with its tip just above the confluence of the renal veins, and embedded in the left anterolateral wall of the cava. There was a filter limb within the left renal vein and multiple posterolateral limbs were projecting beyond the caval wall; however, there was no relation to any surrounding structures. Approximately three months post deployment, the patient presented for a second attempt at filter retrieval. Rigid bronchoscopy forceps were used to dissect the filter free from the caval wall and the filter was successfully retrieved. Post retrieval cavography was unremarkable, without evidence of extravasation or dissection into the ivc wall. The patient tolerated the procedure well. No additional medical records were received for this patient.